Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was reported by the site as possibly related to the device/therapy and possibly related to the implant procedure. The etiology for the event was reported by the site as a pre-existing condition worsening in frequency, intensity, or duration since the study started. No device deficiencies were reported for the patient. The patient's implantable neurostimulator (ins) was reprogrammed in an effort to treat the increased back pain. Diagnostics/troubleshooting included device interrogation which showed normal. There were no high impedance electrode readings.

Manufacturer narrative:
Upon return analysis found no significant anomaly. The implantable neurostimulator (ins) was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888q45, lot# va07lh5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q45, lot# va07lh5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q45, lot# va07lh5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888q45, lot# va07lh5, implanted: (B)(6) 2013, product type: lead. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. (B)(4). Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available.

Event description:
It was reported the patient had an increase in low back pain. It was noted there was no device deficiency. It was further noted the patient was reprogrammed on (B)(6) 2013. It was noted the etiology was pre-existing condition possibly related to the device or therapy and possibly related to the implant procedure. It was noted the patient had soreness in their lower back. It was further noted the outcome was resolved without sequelae on (B)(6) 2013 later it was reported that the patient experienced inadequate pain relief. Interventions included explanting the device. The outcome was recovered without sequelae. Relevant medical history included: failed back surgery syndrome, spinal pain